Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. The customer was unsure if the alarm occurred during rewind/prime. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to moisture damage on the force sensor resistor. The insulin pump was received with currents within specifications. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.